Event description:
It was reported that during central processing, the wires at the end of the megasturecut needledriver instrument came undone. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken. One grip close cable was broken at the distal idler. The idler pulley spun freely and did not exhibit any damage. The cable segment was observed to be sticking out at the wrist. The cable may have broken under tensile loading. The other cables at the wrist were undamaged. The cable wear on pulleys combined with high grasping force and large fleet angle between proximal and distal pulleys likely contributed to the breakage. Failure analysis investigation also found the instrument's grip cables to be derailed. The grip cable open on one side of the distal clevis are derailed from the distal idler pulleys. The grip open cable is seated on the idler pulley, yaw motion is non-intuitive as a result. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.